Event description:
Dexcom continuous glucose monitor causes blood and bruising when inserted and often fails. Dexcom custom service form online does not work and requires a personal call. Wait time for person calls is always greater than 40 minutes. Product is defective and should be removed from pharmacies.